Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two used catheter adapter assemblies. The catheter tips were assessed for potential defects that could lead to difficult penetration or splitting. Additionally, the catheter tubings were inspected for any damage or abnormalities. A microscopic inspection of the catheter tips was performed and they were found to be within specification. Microscopic inspection of the catheter tubing also did not reveal any damage or abnormalities that would indicate threading difficulty. Since the returned units met and performed per the required manufacturing specifications, bd could not confirm the report defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged/split. The following information was provided by the initial reporter: "the nurses said that they were hard to thread off and the catheter tip split. They thought it maybe user error, but multiple nurses had issues. They have collected those lot numbers from being used. The nurses told me that they have not had issues with other lot numbers.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was damaged/split. The following information was provided by the initial reporter: "the nurses said that they were hard to thread off and the catheter tip split. They thought it maybe user error, but multiple nurses had issues. They have collected those lot numbers from being used. The nurses told me that they have not had issues with other lot numbers."